Event description:
It was reported during an ablation procedure, the irrigation port was broken off from the handle of the catheter. Femoral access was obtained and the irrigation port of the catheter was connected to the distal port of the tubing set. Upon rotation of the device, the physician heard a click. The procedure continued and after rf delivery began, the physician noted that saline was flowing out of the irrigation port. The catheter was removed and a new one was used to complete the procedures. It was noted there was loose coupling between the proximal, blue portion of the irrigation port and the transparent, plastic end of the irrigation port. There were no consequences to the patient.

Manufacturer narrative:
(B)(4). We are in process of evaluating this device. When our investigation is completed, a follow up report will be submitted.